Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg values. The case was escalated to next level support for further assistance. Upon review, it was determined that the system was performing within expectations while continuing to adjust to the user after insertion. This was communicated to the user and no further assistance was required.

Event description:
Senseonics was made aware of an incident where user reported inaccuracy in sensor readings. No injury or medical intervention was reported.